Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic missing a piece and debris and clear residue on lens. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15/+2.0/079 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vault, significant reduction of irido-corneal angles, narrow angle, and shallow ac. On (B)(6) 2016 the yag was performed to solve the vault issue but it did not resolve the problem. On (B)(6) 2017 the lens was exchanged for shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic missing a piece and debris and clear residue on lens. Claim # (B)(4).